Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited low defibrillation impedance and a charging problem associated with over current detection (ocd). The patient was admitted to the hospital but no further intervention has been reported. No other adverse patient effects were noted.